Event description:
An email from a patient was received to the edwards website stating the following: "I had a mitral valve replacement model: 7000tfx, size: 33mm, 6 mo. Ago. Position: mitral. Serial: (B)(4), pericardial tissue heart valve. When leaving the hospital, the echocardial gram reviled an object attached to the end of the valve flap approx. 1/2 in long. Flapping when my heart would beat was not vegetation according to the test. My blood thinners have not dissolved it in 6 mo. I do not want this to brake off and cause a stroke or other catastrophic problems. I cannot get any satisfactory answers please let me know what your suggestions might be. Thank you very much for your help. " the implant operative report of (B)(6) 2011 indicates the patient was also diagnosed with a right upper lobe tumor (unknown etiology), as well as severe regurgitation of the native mitral valve. Patient underwent wedge resection of right upper lobe mass, and mitral valve replacement with 33mm edwards pericardial tissue valve. Operative details state, "the left atrium was opened and the valve was exposed. There was attenuation of all of the cords as well as the mitral leaflets, which were redundant. The two ruptured cords were present at the p2 segment. The anterior leaflet was excised. A 33-mm sizer fit nicely. A 33mm edwards valve was selected due to the patient's request for tissue valve. It was then attached to the annulus using interrupted pledgeted mattress sutures drawn from the ventricular to the atrial side. It seated nicely...cardiopulmonary bypass was weaned and discontinued without requiring inotrope support. Tee was repeated which showed that the valve was nicely seated and functioning normally...the patient was returned to the (B)(6) in critical, but stable condition." Discharge summary of (B)(6) 2011 states: "postoperatively, he has convalesced smoothly. He is being discharged in good condition."

Manufacturer narrative:
(B)(4) - thrombus. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Review of operative report and intraoperative tee results does not indicate any complication or abnormality during implantation, as the patient was discharged in good condition. The patient (initial reporter) was contacted by an edwards' representative to discuss his case, and was ultimately advised to follow his physician's treatment plan. Thrombosis of a bioprosthetic valve is a rare occurrence when compared to mechanical prostheses. This event is more likely related to the patient's medical history and co-morbidities. It is also known that some medications may induce thrombosis ( such as heparin, coumadin...etc). Without device return and examination (remains implanted), the reported thrombus could not be confirmed or evaluated. Based on the available information, the patient has had no recent complications, and is currently following up with his physician. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event.